Event description:
It was reported that there was an atrial lead warning observed and that the unipolar impedance was greater than the bipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: addr01, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016.

Event description:
It was further reported that the atrial lead had no capture, low impedance, and was not sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.